Event description:
As reported, the grey shuttle of a 5f mynx grip vascular closure device (vcd) would not retract with the non-cordis sheath after deploying the sealant to expose the hypotube and compress the sealant on the arteriotomy. The balloon was deflated, and manual pressure was held. There were no reports of patient injury. The 5f mynx grip vcd was intended to be used to close groin access. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the grey shuttle of a 5f mynx grip vascular closure device (vcd) would not retract with the non-cordis sheath after deploying the sealant to expose the hypotube and compress the sealant on the arteriotomy. The balloon was deflated, and manual pressure was held. The procedure was completed by removing the device after failure and holding manual compression. There were no reports of patient injury. The 5f mynx grip vcd was intended to be used to close groin access. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure with a retrograde approach. A non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the left common femoral artery, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little or no vessel tortuosity, and little or no presence of pvd/calcium in the vicinity of the puncture site. The user was trained in the use of the device, and the device storage temperature did not exceed 25°c. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the grey shuttle of a 5f mynxgrip vascular closure device (vcd) would not retract with the non-cordis sheath after deploying the sealant to expose the hypotube and compress the sealant on the arteriotomy. The balloon was deflated, and manual pressure was held. The procedure was completed by removing the device after failure and holding manual compression. There were no reports of patient injury. The 5f mynxgrip vcd was intended to be used to close groin access. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure with a retrograde approach. A non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the left common femoral artery, and the vessel diameter was verified to be greater than or equal to 5 mm. There was little or no vessel tortuosity, and little or no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The user was trained in the use of the device, and the device storage temperature did not exceed 25°c. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged with the black handle. The syringe and the procedural sheath were not returned for evaluation. The sealant was not returned for evaluation, and the advancer tube was found exposed on the shaft of the returned device. Additionally, the balloon was received fully deflated. Furthermore, an unknown procedural sheath was locked on the device, and blood was noted in the sheath. No damages were observed on it. No other defects or anomalies were observed on the received device during the visual inspection. Per functional analysis, the shuttle cartridge was advanced and retracted to the black handle without any issues. Additionally, an inflation/deflation test was performed on the balloon of the returned device using a lab sample syringe. During this test, the balloon fully inflated, and the pressure was maintained. The balloon inflated and deflated properly, in accordance with the mynxgrip IFU, with no ruptures or pressure loss observed. Furthermore, no difficulty or inability to retract the shuttle cartridge was noted during the functional test. The reported event of ¿sealant-device deployment jam¿ was not confirmed through analysis of the returned device since it was received without the sealant and there were no functional anomalies noted. The exact cause of the failure experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported since the sealant was not on the returned device. However, since there were no anomalies noted during simulated deployment analysis without the sealant present, the event experienced may have been attributed to the hydrogel pre-swelling. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, especially if there was a failure to open the sheath¿s stopcock before shuttle advancement. This can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a sheath retraction issue during sealant deployment. It is important to note that if the sealant prematurely hydrates, it will increase in profile and can adhere to the device components, creating resistance and obstructing the device path during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.